Manufacturer narrative:
At this time, no intervention has been performed. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this atrial lead's impedance measurements were previously 500 ohms and now greater than 2500 ohms. There was no capture at max outputs. P-waves were 0.3mv. During a routine follow up it was determined this lead had dislodged. The patient is scheduled for a lead revision or replacement. No adverse patient effects were reported.